Event description:
The customer reported a communication failure error message. This error may result in a system lock up, no boot, or shut down situation depending on when the loss of communication occurs. There is no report injury or death associated with this event.

Manufacturer narrative:
A ge rep evaluated the system and repaired the interconnect cable connector. The system operates as intended.